Event description:
The customer initially reported that the device was coming apart at the jaws. Nothing fell off of the device and there was no pt injury. The incident device was returned and a visual inspection revealed that the jaw wire was bare.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.